Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization.

Event description:
It was reported to boston scientific corporation that a exalt model d was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026, for the treatment of stones. During the procedure, water began leaking where scope connects to exalt controller and continued to until image was lost. The procedure was completed with a reusable device. There was no patient complications reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization. Block h11: the returned exalt model d was analysis. During the visual inspection, it was seen that the device had the water connector bent and the umbilicus connector pads were corroded. During the image test, the device displayed image as expected. During the functional inspection, it was seen that the device insertion tube tip was able to articulate without issues, the image wasn't lost when the tip was being articulated. During the leak test, the device started leaking water from the water connector and the tip of the umbilicus connector. During the destructive test, it was seen that the water connector was cracked inside the umbilicus connector. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A risk review performed for the exalt model d scope device confirmed that the event of scope loss of visualization and scope leak was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the exalt model d scope device is acceptable. The reported event of scope loss of visualization cannot be confirmed. Therefore, the most probable cause is device problem excluded. With all the available information, boston scientific concludes the reported event of scope leak was confirmed. Therefore, the most probable cause for scope leak is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a exalt model d was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026, for the treatment of stones. During the procedure, water began leaking where scope connects to exalt controller and continued to until image was lost. The procedure was completed with a reusable device. There was no patient complications reported as a result of the event.